Manufacturer narrative:
(B)(4).

Event description:
Customer reports suction was pulling more air than fluid. The set was manipulated to pull fluid and fluid removal was very slow despite suction. A 10 minute procedure turned into over an hour with multiple resources pulled to assist. Customer repots a lack of education on current kits in the house and the staff and physician stated the tubing was different than what was in kits before. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reports suction was pulling more air than fluid. The set was manipulated to pull fluid and fluid removal was very slow despite suction. A 10 minute procedure turned into over an hour with multiple resources pulled to assist. Customer repots a lack of education on current kits in the house and the staff and physician stated the tubing was different than what was in kits before. No patient harm was reported. The patient's condition was reported as fine.